Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. The customer initially advised that the ECG through the patient ECG cable was not displaying on the monitor screen; however the ECG was functioning properly through the paddles lead. In addition to the ECG issue, the customer also stated that their device intermittently powered off by itself during the patient transport. This issue is patient related; however the customer advised there was no adverse patient outcome. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The initial medwatch report indicates: reportability awareness date: 08/20/2018. The initial medwatch report should indicate: reportability awareness date: 08/17/2018.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. The customer initially advised that the ECG through the patient ECG cable was not displaying on the monitor screen; however the ECG was functioning properly through the paddles lead. In addition to the ECG issue, the customer also stated that their device intermittently powered off by itself during the patient transport. This issue is patient related; however the customer advised there was no adverse patient outcome. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The customer confirmed that the patient survived and was discharged. The device use did not contribute harm to the patient. In addition the customer provided the following patient information: patient ID: (B)(6). Patient: age: 87 years old. Patient gender: male. Patient weight: 70 kg. Patient history: cardiac and copd. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. The customer initially advised that the ECG through the patient ECG cable was not displaying on the monitor screen; however the ECG was functioning properly through the paddles lead. In addition to the ECG issue, the customer also stated that their device intermittently powered off by itself during the patient transport. This issue is patient related; however the customer advised there was no adverse patient outcome. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.